Event description:
It was reported that the insulin pump alarmed compromised force sensor system during prime. The blood glucose reading was 340 mg/dl. The customer stated that he is able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime alarm. Insulin pump had minor scratched display window, scratched case, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.